Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The back-light function properly and no anomaly noted. No cosmetic damage. No scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that newly replaced insulin pump had a display screen that could barely be seen compared to last pump. Customer inquired on ways to turn up the back light in order to see pump. Customer was advised that back light could not be turned up. Customer was advised that insulin pump would be replaced. Customer's blood glucose was 140 mg/dl.